Event description:
The patient experienced shocking and jolting when she would move her torso forward during programming with the physician programmer. She did not feel this sensation when using the patient programmer. The patient also experienced a loss of therapeutic effect. Leaving the stimulation where it was set resulted in inadequate pain relief and turning it up was too uncomfortable. Impedances were greater than 4,000 ohms with bipolar pairs involving electrode "o". Programming was achieved with the other electrodes. X-rays confirmed that the lead was in the proper position. Further information is being requested from the hcp.